Event description:
Facility reports that at the initiation of treatment "air" was noticed in the bloodlines and dialyzer. The pump was immediately turned off or shut off (facility unable to verify). Pt then complained of shortness of breath and was sent to the hosp. Facility unable to disinfect bloodline not available for evaluation.